Manufacturer narrative:
Reliability analysis inspected an opened and used enlite sensor. Reliability analysis performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Reliability analysis connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor did function properly. The needle was separated from the sensor. Reliability analysis was unable to confirm that there was an insertion anomaly due to sensors being opened and used when sent. The cannula was bent and reliability analysis was unable to confirm the customer received the sensor in the condition they stated due to customer returning an opened/used sensor.

Event description:
Customer reported via phone call bent sensor cannula and sensor anomaly. Customer's blood glucose level was 188 mg/dl. Troubleshooting for transmitter not blinking was performed. Customer advised when they took the transmitter off of the charger, placed it on the sensor the green light blinked. Customer advised the green light did not blink when they put the transmitter on the sensor. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.